Event description:
As reported by the user facility: propofol running @50mcg/kg/min. Pump alarmed "occlusion above". "Ok" was selected . Pt ventilator alarm for apnea ventilation going off . Propofol line checked again even though it was not alarming. The front of the pump read "priming" even though had not been prompted to prime pump or hit the confirmation that patient was disconnected from pump before priming. When the priming was stopped, reviewed and noted the patient received approx.17 of the 23ml bolus because the pump read that 5ml remained in prime. Estimate approximately a 50mc/kg bolus. Rass and rr decreased. Ventilator kicked over to support rr until patient rass increased. Other vitals remained stable without intervention.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Sample reported was not returned for further evaluation, due to no sample issue reported could not be confirmed. Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: no sample.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.